Event description:
It was reported that, the patient experienced infusion set cannula was bent event on 7 may 2026 bent cannula led to hyperglycemia treated with insulin pen.

Manufacturer narrative:
Establishment name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state, province or territory: ca post office or zip code: 91325-1219. Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.